Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 due to ventricular tachycardia (vt) and atrial fibrillation (af). The patient's implantable cardioverter-defibrillator (ICD) was reprogrammed which did not break vt. Vt persisted after an amiodarone and lidocaine bolus. The patient was then shocked with the intensive care unit (ICU) defibrillator, and they returned to normal sinus rhythm. The patient remained asymptomatic during the events. Log file review captured routine events. It was communicated that the patient had a history of atrial fibrillation prior to ventricular assist device (vad) implant and the arrhythmia in this event was not thought to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the report of ventricular tachycardia (vt) and atrial fibrillation (af) could not be conclusively determined through this evaluation. The controller event log file was reviewed, and no notable events or alarms were active. The log file appeared to capture the pump operating as intended. The patient remains ongoing on heartmate 3 lvas. No further events have been reported at this time. The relevant sections of the device history records were reviewed for the heartmate 3 lvas and were found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 13jul2019. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and atrial fibrillation as a potential adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.